Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced glass breakage during use. Five events took place. The following information was provided by the initial reporter. The customer stated: "customer called to report that they have had at least five tubes break in the centrifuge, since last week. He does have samples to send in. No blood exposure." Spinning at 1500 rcf. He will provide the lot number he just doesn't have it right now. No recollections have been made. (B)(6) 2021 spoke with the customer, and recommended that he contact the the centrifuge manufacturer for an adaptor or sleeve that will accommodate these tubes as they are longer than most tubes. He provided the lot # - 0232811.

Event description:
It was reported the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced glass breakage during use. Five events took place. The following information was provided by the initial reporter. The customer stated: "customer called to report that they have had at least five tubes break in the centrifuge, since last week. He does have samples to send in. No blood exposure." Spinning at 1500 rcf. He will provide the lot number he just doesn't have it right now. No recollections have been made. (B)(6) 2021 spoke with the customer, and recommended that he contact the centrifuge manufacturer for an adaptor or sleeve that will accommodate these tubes as they are longer than most tubes. He provided the lot # - 0232811.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to glass breakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.